Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. It was noted that during operation, the lp sustained a deformed helix. It was elected to complete the procedure using an alternate device on (B)(6) 2024. The patient was stable.